Event description:
Provider implanted two pdo threads on the outer tear through. 2 weeks later; little bumps appeared in the area. On (B)(6) 2022 provider used an rf device and had no resolution. The patient reports little sharp nerve pains when she touches it. The patient had threads in tear through with no side effects. On (B)(6) 2022 (B)(6) medical director explained: "threads were inserted too superficially - the tenderness is not "nerve pain" but rather pain from the thread being put into the orbicularis muscle. Those small threads are hard to find / fish out so best to treat conservatively with observation and rf every 2 weeks until resolution". Provider reported the thread has not dissolved after 9 weeks. Still appears through the skin when skin is pulled taught. This patient does not do botox at the lower crows feet area. In her opinion, the muscle action of her orbicularis muscle over the course of 3 weeks moved the thread under the skin, irritating the area and created some possible scar tissue. Patient hesitates doing rf as the first treatment done to try and speed up the dissolving of the thread caused significant edema. She is waiting and hoping it will dissolve on its own. On (B)(6) 2022: provider reported patient status 3 months post-treatment. It looks like scar tissue has set into the area. On (B)(6) 2022: patient felt "something sharp under her eye" and eventually was able to remove a portion of the 1" twisted thread out from under her eye area. She feels it looks a little better now but still has some residual bumps in the area where the thread was placed and a vessel in the area continues to be more enlarged than pre thread placement. On (B)(6) 2022: patient still has some bumpiness under the skin. It is slowly getting better. On (B)(6) 2022: provider informed patient will return for botox in the next month or so. An update will be sent then regarding the thread. On (B)(6) 2023: patient is fine now. She pulled out a piece of undissolved thread approx. 4/5 months post treatment and that seemed to have resolved the issue. She is no longer complaining about issues.